Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead was not fully implanted. During a follow up, threshold values could not obtained. Fluoroscopic imaging confirmed that the lead had dislodged. The lead was successfully repositioned, the procedure date was unknown.